Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right atrial (ra) and right ventricular (rv) lead channel of the implantable cardioverter defibrillator (ICD), indicative of electromagnetic interference artifact oversensing. The device remains in use. No patient complications have been reported as a result of this event.